Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that an accucath malfunction we had today. While placing an accucath we weren't able to advance the wire (it was a difficult vein so that could've been part of it) but when we took the needle out at the end, the wire was coming out of the side of the needle instead of the tip. Date of event was 03/06/2026 the event happened during patient use. There was no injury.